Manufacturer narrative:
Plant investigation: the reported symptom code (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. The functional display check failed. The failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became operational. The functional display check passed. There were visual indications of dried fluid within the cassette compartment during the internal inspection. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Glucose test passed. Mushroom head check pass. The device history record revealed t&c: dim display send to rework 7/3/18. Rework found inverter board cause problem, replaced front panel assembly, problem fixed, send to t&c (B)(6) 2018. T&c passed (B)(6) 2018. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A peritoneal dialysis (pd) patient reported technical support that the liberty select cycler experienced blank screen on power up. After attempts at troubleshooting, the patient was advised discontinue use of the cycler. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. During follow up, the patient reported no complications as a result of the alleged event.